Manufacturer narrative:
Concomitant product: 505da24 mechanical valve, implanted: (B)(6) 2016; 4592-53 lead; 419388 lead, implanted: (B)(6) 2004.

Event description:
It was reported that the right ventricular (rv) lead exhibited a polarity switch due to low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.